Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. This report is for 1 unknown screw. Implant date in (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number or part number was provided.

Event description:
This report is for 1 unknown screw where it was reported to synthes (B)(4) that there was a revision surgery on a proximal humerus with broken screws. The patient was a female diabetic in her seventies and was treated for one third of a proximal humerus comminuted fracture due to a motor vehicle accident. Six weeks status post implantation, the patient returned to the surgeon complaining of pain. Images were taken on an unknown date, and revealed 2 broken distal screws, and 1 distal screw had backed out. Patient was returned to the or on august 3, 2013 and the surgeon removed 2 broken screw heads, and one 3.5mm cortex screw. The plate was intact, was reused and remained implanted and the broken screw shafts also remained implanted. A fibrous non-union was found at the fracture site. The surgeon revised with a femoral head allograft and after compression, he replaced the broken screws with distal locking screws. The procedure was completed with no extension or delay to surgery time. The parts have not yet been returned and no further information was provided. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Three screws were returned for evaluation. One screw was received in whole. Only the screw heads of the other 2 screws were returned for evaluation. The one unbroken screw which was returned as "unknown screw" was identified during this evaluation based on diameter, material length and screw head recess to be part#204.824 which is a 3.5mm cortex screw self-tapping 24mm. The screws were manufactured with a typical material used to make implantable cortex screws of this size. The design is adequate for its intended use and did not contribute to this complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. The most likely cause for this complaint was early excessive strain by the patient leading to screw breakage. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the manufacturing evaluation are as follows: due to an unknown cause, the screw broke. The material of the screw was confirmed to be within specification but the length and major thread diameter could not be taken because most of the screw is missing. The part passed inspection at the time of manufacturing. This complaint is indeterminate from a manufacturing position.